Manufacturer narrative:
.

Event description:
While running a full chemistry panel, the customer received questionable results for 1 patient sample for phosphate (inorganic) ver. 2 (phos2). The erroneous result was questioned by a physician who requested that the sample be repeated. The entire chemistry panel was repeated and only the phos2 was discrepant. The initial phos2 result was 6.7 mg/dl and the repeat was 4.3 mg/dl. The customer stated that the sample was repeated several times on the same analyzer and the 4.3 mg/dl result was able to be reproduced. The phos2 reagent lot number was 11394501 with an expiration of expiration of (B)(6) 2017. There was no adverse event. The field service representative adjusted the r1 probe as it was noted to be off center of the rinse fountain. A successful quality control panel and a 10 sample precision check was performed. The problem was not reproducible. The final investigation determined that the root cause could not be determined because the issue could not be reproduced.